Event description:
It was reported that after the customer inserted the product into the patient, leakage of air from the cuff was observed. No patient injury was reported. No additional information is available for this complaint.

Manufacturer narrative:
Date of event: month and year of event have been provided, day is unknown. Expiration date and manufacture date are unknown, lot number provided cannot be verified. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Three (3) photos and one (1) device received in used condition with the original packaging opened. The returned sample was visually inspected and no defects were found. A leak test was performed in which the cuff failed to remain inflated confirming the customer complaint. A root cause could not be determined however as no leaks were reported during the pre-use check it is most probable that the leak was due to improper use of the product. A device history record (DHR) review could not be performed as the lot number provided cannot be verified. No corrective actions were taken as the main cause of the leakage problem was improper use of the product.